Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side was worn out on the quick coupling device. It was further determined that the gasping parts had wear deterioration due to poor grasping. It was further determined that the gear had wear deterioration or deterioration while using the consumable parts because of the abnormal sound and vibration. It was determined that the issue was due to bearing deterioration and lever distortion / position error. It was noted in the service order that it was difficult to grasp the pin. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.